Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: ddbb1d1 ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead pacing impedance rose above the alarm limits and toned on two consecutive days. The physician raised the programmed alarm limit from 1000 to 2000 ohms and had a discussion with the patient regarding lead removal. Follow-up was conducted to understand if the impedance change was sudden. There was no indication of a sudden impedance change or additional concerns with the lead performance. For the present, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2.75 years later, an alert was triggered for high pacing impedance. High thresholds were also noted. A possible fracture was suspected. There was no noise noted during isometrics. The physician disabled all high voltage therapy and advised the patient to follow up with their electrophysiologist.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.